Event description:
Tilt actuator making loud noise and working intermittently per dealer end user got stuck several times dealer stated end user not wanting her demographics given no additional information at this time.